Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the lad. Angiographic complications of dissection and lateral branch occlusion occurred during the index procedure.